Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly and the pump subsequently shut off multiple times. The customer's blood glucose (bg) level was 297 mg/dl with small ketones . Reportedly, the customer charged the pump and delivered insulin via the pump to stabilize bg levels. Multiple attempts were made to complete troubleshooting with the customer, however no response was received.